Manufacturer narrative:
A partial lead in two pieces was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient received multiple inappropriate shocks due to a right ventricular lead fracture. High pacing lead impedance was measured high and out of range. A successful laser lead extraction was performed. The patient tolerated the procedure well and was in stable condition throughout the procedure and after.